Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported at the moment when the intraocular lens (iol) fully opened in the patient's eye, the surgeon noticed scratch. Visual inspection with microscope confirmed damage. The iol was explanted and replaced with another appropriate iol produced by other manufacturer. The patient had no consequences due to this additional manipulation. There was no injury. Additional information was requested.